Event description:
It was reported to boston scientific corporation that a jagtome rx 44 was attempted to be used in the papilla of vater during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the cutting wire of the jagtome rx 44 broke. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken.

Event description:
It was reported to boston scientific corporation that a jagtome rx 44 was attempted to be used in the papilla of vater during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the cutting wire of the jagtome rx 44 broke. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken. Block h11: the returned jagtome rx 44 was analyzed, and a visual and microscopic evaluation noted that the distal pierced hole (tome's extrusion) was torn and displaced the cutting wire anchor from its original position (the wire anchor is still within the catheter). The cutting wire was not broken. No other problems with the device were noted. The reported event of cutting wire break was not confirmed. The product analysis of the returned device revealed that the distal pierced hole (tome's extrusion) was torn and displaced the cutting wire anchor from its original position (the wire anchor is still within the catheter). The cutting wire was not broken. The working length tear at the pierce hole could have been caused by submitting the catheter to tension forces during handle actuation. Also, bowing the device without being completely out of the scope can lead to tearing and displacing the cutting wire anchor from its position. Based on the condition of the returned jagtome rx 44, which found the cutting wire was not broken, 'no problem detected' was assigned as the most probable cause of the reported wire break. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.